Event description:
A report was received on 12 dec 2024 from a healthcare professional (hcp) via a literature review, regarding a critical care patient with unspecified pathology, who stated the patient experienced thrombocytopenia following initiation of continuous venovenous hemodialysis (cvvhd) with the nxstage system and received a platelet transfusion on an unspecified date. Although requested, additional information was not provided.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatibility has been established.